Event description:
Bilateral patient. Litigation alleges that patient suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed.

Manufacturer narrative:
(B)(4). There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
Update rec¿d 5/27/2014 - medical records received for right hip revision surgery. Patient's right hip was revised to address disability. Upon revision, metallosis, a 500ml pseudocyst with slightly brown tinged fluid under pressure, brownish debris, and several layers of scar tissue were noted. The information received does not change the MDR decision. This complaint was updated on: 06/23/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 09/25/2014 - plaintiff's preliminary disclosure form with medical records was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/14/2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 5/27/2014 - medical records received for right hip revision surgery. Patient's right hip was revised to address disability. Upon revision, metallosis, a 500ml pseudocyst with slightly brown tinged fluid under pressure, brownish debris, and several layers of scar tissue were noted. The information received does not change the MDR decision. This complaint was updated on: 06/23/2014.